Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a remote transmission, the pulse generator exhibited episodes of inappropriate mode switches. No intervention was reported. The device remained implanted.